Event description:
Healthcare professional reported a lap-band with a "leak", first noticed when "significant fluid loss from device (retrieved 7 cc instead of 11 cc)" was noted. The lap-band system was explanted.

Manufacturer narrative:
Visual examination of the returned device determined to access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."